Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer had a high blood glucose over 400 mg/dl, treated with a bolus, and two hours later the blood glucose reading was 600 mg/dl. The customer treated with another bolus and two hours later the blood glucose reading was still 600 mg/dl. The customer treated with manual injection and removed the infusion set. The customer pushed the bolus button and did not see any insulin come from the tubing. The drive support cap appeared normal and recessed. The customer found no air bubbles. Insulin exited with a manual prime and the customer observed no leaks. The insertion site was not sore or irritated and the settings were correct. The customer had received a no delivery alarm the night before. The buttons were somewhat unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.